Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve is under consideration for a valve-in-valve procedure after an implant duration of 3 years, 11 months due to unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2,h6 ( type of investigation) corrected sections: b5, h6 (component code, clinical code, device code, investigation findings and investigation conclusions) there can be several causes of leaflet thickening, structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or a combination of these factors. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Host tissue overgrowth is a result of patient-related factors, and is not the result of a device malfunction. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient body and is not in any way related to the sterilization or packaging process of the device. Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. Patient factors specific to the reported event that may have contributed to the development of svd include hyperlipidemia (hld), coronary artery disease (cad), and diabetes mellitus (dm). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 27mm 11500a aortic valve is under consideration for a valve-in-valve procedure after an implant duration of 3 years, 11 months due to thickened leaflets with severe stenosis. Patient presented with nyha I heart failure. This is a 63-year-old male patient.